Event description:
Philips received a complaint from the customer on the v60 indicating that the blower temperature was too high. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the blower and confirmed the issue had been resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed blower assembly was returned to the product investigation lab (pil). The blower assembly was tested and for the reported issue of a blower temperature high alarm. Pil found that the blower assembly could not reach a temperature of 95c (celsius) which would cause a ¿check vent alarm¿. Per the results of this engineering report further testing is not required for this blower assembly.